Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Insulin was able to freely flow through the fluid path. No timeouts or drive stalls were seen in the device data. Inspection of the device found no issues that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 18.9 mmol/l (340.2 mg/dl) with ketones of 0.1. The pod was worn between 36 and 48 hours on the arm. It was noted that the cannula dislodged from the site and was bent. As treatment for the hyperglycemia, corrections were made, an insulin pen was administered, and a new pod was applied.